Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was returned for failure analysis but the reported failure could not be reproduced on the erbe connected to system. Remotefe could not confirm the fault occurred in the field. Upon visual inspection, the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. The issue was resolved by replacing the iesu. Failure analysis investigations were unable to reproduce or verify the issue, as a result, the probable root cause could not be determined.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that the neutral board was not being recognized by the erbe integrated electrosurgical unit (iesu). As a result, the customer was guided to connect another energy device to continue and complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective iesu. The fse replaced the part to resolve the issue.